Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer's blood glucose value was 53 mg/dl. Customer stated that they had low values because she took some boluses with the pump. Customer had not been on the pump for 24hrs so did not troubleshoot for the low blood glucose value. Customer restarted the pump once her blood glucose value reached 103mg/dl. Customer stated she called her trainer and they made some adjustments to the pump for the lows she had when she bloused. Insulin pump will not be returned for analysis.